Manufacturer narrative:
Service technician determined that replacement of the cpu board would address the "primary alarm failed" issue. Technician put the original speakers back in customer¿s unit. Cpu board was replaced, functional test was performed and no abnormality was found.

Manufacturer narrative:
Cpu board was returned to the manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The cpu board was installed in a test ventilator in an effort to duplicate the reported problem. When starting up the ventilator the first time e/c 1102 (primary alarm failed) occurred. However, when starting up again the error would not occur. The diagnostic event log revealed that the pm speaker circuit had failed the test repeatedly. This corresponds to the alarm test 2 monitoring circuit. Cold spray was applied to the alarm tone generating and monitoring circuit 2 (u39, u38, u55). As a consequence the ventilator would start up repeatedly producing e/c 1102 (primary alarm failed). Both primary alarm speakers were sounding properly which pointed to a problem with the alarm monitoring circuit. Troubleshooting identified a bad solder connection under capacitor c208, which had caused the monitoring circuit of primary alarm 2 to measure the speaker current too low. This triggered the reported ¿primary alarm failed¿ alarm occurrence.

Manufacturer narrative:
The unit was received at the international service center. The technician replaced 2 speakers, however, the reported check vent primary alarm failed alarm recurred. Service technician is awaiting parts to replace on the unit, and continue testing.

Event description:
The international customer reported that at the biomed lab, during testing of the v60 vent, proximal pressure line disconnect alarm occurred. After the alarm was silenced and reset, check vent: primary alarm failed alarm occurred. There was no patient involvement.